Event description:
It was reported to covidien that the upper part of the segments sporadically did not light. The technician at the hospital found the display panel just inserted to the device board, it was not locked in. There was no pt harm reported.

Manufacturer narrative:
(B)(4). The serial number is unk so the manufacturer date is unk.